Event description:
Pt had to have surgery to remove malfunctioning baclofen pump and have a new pump inserted. Pt was having diminishing drug effect. Fluoroscopic pump study revealed a rotor pump stall.